Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right atrial lead was noted to be no longer capturing. The lead also exhibited high and out-of-range impedance. A chest x-ray was ordered which showed apparent twiddlers syndrome. The lead was removed and replaced. The patient was stable.